Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated and the there was no abnormality on the exterior. The investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the subject device could not light up within less than a month. The user facility exchanged to the spare lamp and completed the intended procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc could not review the manufacturing history record (DHR) because the serial number was unknown. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the evaluation, there was the possibility that this phenomenon was attributed to the deterioration of the filament (tungsten) due to the storage and/or the usage environment of the lamp and the light source device. Omsc supposed that it was accidental phenomenon because similar event was not tendency of to be frequent occurrence.